Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer, and replaced buffer valves in the ise (ion selective electrode) cell to resolve the issue. (B)(6).

Event description:
A customer from (B)(6) reported the generation of erroneous high na (sodium) patient results on their au5800 analyser. When samples were repeated, results were normal. The original results were not reported out of the laboratory. There was no change to patient treatments. Quality control (qc) was within their established range before the event.